Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported a blood leak that occurred with a combiset approximately during the patient¿s hemodialysis (hd) treatment with approximately one hour of time remaining. The arterial pressure was high and pushed into the heparin line. The plunger dislodged and blood began squirting out of the transfusor. The machine, a fresenius 2008t machine, alarmed with an air detected message. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. There was no defect, damage, or loose connections noted on the combiset. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation.